Event description:
It was reported that the radio frequency head caused "noisy/intermittent telemetry" and that the rubber backing from the head was missing. The head was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found intermittent telemetry due to the cable being out of electrical specification. It was also noted that the label was missing its backing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.